Event description:
Siemens was notified on march 28, 2012 that a known issue of a "table interface" interlock error had occurred with all of the 550 txt treatment tables at the customer sites. The customer reported that they are aware that resetting the console will clear the problem. The reported occurrence happened during virtual wedge mode. The patient had to be treated manually after the console was reset. Afterward the dosimetry history was missing for that patient in lantis. These reported issues occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on march 28. The reported occurrence of the table interlock is a known issue to siemens and was reported to the FDA on april 4, 2012 under correction/removal #2910081-04/02/12-004-c. The reported issue is being corrected as a safety update, (B)(4) of which the reporting customer is listed for future update. (B)(4) if a user does not follow the rules for resumption of an interrupted virtual wedge treatment, it may happen that the virtual wedge beam is delivered with an incorrect dose distribution. Should this scenario occur it would be considered user error.